Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a lead placement on (B)(6) 2016. The patient presented at the hospital on (B)(6) 2016, and reported vomiting and headaches over the weekend of (B)(6) 2016. The patient was admitted to the hospital. The implanting physician suspected a cerebrospinal fluid leak. On (B)(6) 2016 the patient had a blood patch and was released home. Follow up revealed the patient's issues were resolved.